Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15449), was submitted on 30-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 21-jul-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6014605 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014605 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac m14 on 21-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5f04762 was manufactured according to the (wi) version 68 and manufactured in the machine spot 08, on 02-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g03976 was manufactured according to the (wi) version 40 and manufactured in the line l3, on 19-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g03971 was manufactured according to the (wi) version 40 and manufactured in the line l3, on 20-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g04142 was manufactured according to the (wi) version 40 and manufactured in the line l3, on 21-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g04143 was manufactured according to the (wi) version 40 and manufactured in the line l3, on 21-jul-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5g04144 was manufactured according to the (wi) version 40 and manufactured in the line l3, on 22-jul-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.